Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units batteries are not charging. There was no patient harm reported.

Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings, investigation conclusions). A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. The fse checked the unit and it was not fully seated in the cart. The fse corrected the issue, charged the batteries, and ran a battery test on the unit which passed. The fse completed pm on the unit, including calibration, safety, and functionality checks per the service manual, which passed to factory specifications. The unit was returned for clinical service upon completion.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).